Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed doing functional verification. Patient temperature 2 (pt2) was not registering in arctic sun device. Walked through verifying patient temperature 2 port was not enabled. Had them adjust to enable.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The instructions-for-use were reviewed, and the issue has been escalated to the applicable quality engineering representatives. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed doing functional verification. Patient temperature 2 (pt2) was not registering in arctic sun device. Walked through verifying patient temperature 2 port was not enabled. Had them adjust to enable. Per follow up information received via phone on 04nov2024, spoke with biomed who noted device was returned to service shortly after troubleshooting over. Once pt2 enabled, device registered temperature without issue.